Manufacturer narrative:
PMA/510(k) # k142688. (B)(4). Exemption number: e2016031. Importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). 1 x echo-hd-3-20-c was returned to cirl for evaluation. Upon evaluation of the returned device the following was noted: the device was returned in a small bag. There was no stylet returned. The needle tip was exposed upon return. The handle was functioning fine. The needle could be advanced but not retracted. The sheath extender was open and loose but still functioning. From the images it can be seen that the needle is broken below the sheath extender approximately 125 - 125.35cm from the tip. Note : under failure mode section on lab evaluation form "to be confirmed upon additional information" was in reference to user error. The customer complaint is confirmed as the needle was broken. Additional information was requested 21 july 2017 following the lab: can you confirm that the stylet was put back into the device. How many passes were done prior to the event? Additional information response 1st august 2017 : "yes the stylet was put back into the device. It was on the 1st initial pass, the fault occurred." This therefore rules out user error. The needle can break due to product handling during the procedure. A needle break may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. However, as the conditions of use cannot be replicated during the laboratory evaluation, it is not possible to conclusively state that this is the cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). The instructions for use, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. According to the information received, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up is being submitted as the device was returned and evaluated. From nursing staff, doctor was doing an eus procedure requiring fna sampling. The needle was not in a tight or angulated position. As the needle was being moved back and forth a loud click/snap was heard from the handle. The needle was no longer able to be moved and had to be removed from the scope. The stylet was able to be placed down the shaft of the needle to push out sample. However it was not used again for further passes into the patient as doctor was worried that the needle is broken at some aspect.

Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 it was originally indicated that the device involved in this complaint was being returned to cook ireland for evaluation; the device has not yet been received, however, if it is returned, the device will be evaluated and the investigation will be updated. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. However, as the conditions of use cannot be replicated during the laboratory evaluation, it is not possible to conclusively state that this is the cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot# c1322050 did not reveal any discrepancies that could have contributed to this complaint issue. According to the information received, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
From nursing staff, doctor was doing an eus procedure requiring fna sampling. The needle was not in a tight or angulated position. As the needle was being moved back and forth a loud click/snap was heard from the handle. The needle was no longer able to be moved and had to be removed from the scope. The stylet was able to be placed down the shaft of the needle to push out sample. However it was not used again for further passes into the patient as doctor was worried that the needle is broken at some aspect.